Event description:
ICU was attempting to use a bdmaxplus loop and it would not flush. No known harm to patient. Manufacturer response for set, administration, intravascular, maxplus (per site reporter) will investigate.